Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on 11/08/2016 that on (B)(6) 2016, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a seizure. The sensor was inserted at the arm on 10/01/2016. The date of the event is an approximate. The patient's mother reported that the patient had a seizure due to low blood sugar. Patient's mother administered a glucagon gun. The seizure stopped. Patient's mother called paramedics who transported patient to hospital. Patient's mother reported that an x-ray was taken of the patient and it was fine. Patient was given an unknown pain medication for a headache. At the time of contact, patient is doing well. No additional event or patient information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/16/2016 and confirmed the reported continuous glucose monitoring (cgm) inaccuracies. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.